Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Complaint reporter telephone number: (B)(6). Device evaluation: product evaluation could not be performed since the product had not been received. Therefore the reported issue could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed no additional complaint was received from this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon implanted preloaded intraocular lens (iol) and noticed one of the haptics had broken once placed in the eye. The broken haptic was removed but left the iol in the eye as it was stable. Event is observed during implantation/application. Patient is fully recovered and daily activities were not significantly affected. There were no incision enlargement, vitrectomy nor sutures required. There was also delay of one hour in procedure. Further follow-up confirmed that the suspect iol was a preloaded iol. It was learned that the iol was not left in the eye. It was actually partially delivered into the eye and then taken out. No other information was provided.

Manufacturer narrative:
Corrected data: as part of an internal review of our mdrs it was identified that the following sections need to be corrected: 1) section h6: health effect - impact code: 4631 (more complex surgery coded for lens removal and replacement) provided on the initial report needs to be corrected. The correct health effect - impact code is 2199 (no health consequences or impact) as the lens was not fully implanted when it was removed from the eye. This report is being submitted to replace code 4631 with code 2199. 2) section h6: medical device problem code: 2339 ¿ inaccurate delivery was not provided on the initial report. This report is being submitted to include code 2339. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted. Note: acknowledgement 2 for this report was received on 09/22/2022. There was a delay in receiving acknowledgement 3 due to a cdrh system issue. Multiple follow-ups were conducted with the esg help desk. On 10/18/2022 esg responded requesting to resubmit the MDR. Therefore, this report is being resubmitted on 10/19/2022.